Event description:
Additional information was received. Company representative reported patient symptoms were unknown. The patient outcome remains as unknown as the report indicated 'likely ok as no further concerns stated from physician's office.'

Manufacturer narrative:
Analysis of the 8840 programmer found no device anomalies.

Event description:
It was reported that the programmer stopped the pump, and had to be rebooted and error code cleared. Before the stopped pump was noticed and the error cleared, the patient "went thru withdrawal". There was no indication of product defect, but the healthcare provider requested to have it replaced. It was noted that the issue happened on the update of the pump. No other additional information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).